Manufacturer narrative:
On (B)(6) 2017: multiple attempts were made by tandem¿s technical support to obtain additional information regarding whether the customer went to the hospital due to this issue; however, no additional information regarding this event was provided.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. The customer experienced an elevated blood glucose (bg) level over 600 mg/dl. Reportedly, a manual injection was administered to address the bg level and the customer reverted to manual injections for insulin therapy.